Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. Additionally, the customer experienced low blood glucose (bg) level of 47 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg level.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged low blood glucose issue could not be verified.